Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 400cc mentor smooth round moderate plus profile saline breast implants experienced right-sided implant deflation post-operatively. Deflation was confirmed by a physician. As a result, on (B)(6) 2020, the patient underwent unilateral right-sided explantation and replacement with unspecified 500cc mentor saline breast implant, and a surgical intervention on the left breast to re-inflate the left-sided implant with additional 100cc saline. This medwatch report is for the left-sided implant.